Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-06144 addresses the maxforce balloon, while manufacturer report # 3005099803-2012-06297 addresses the encore inflation device. It was reported to boston scientific corporation on (B)(6) 2012 that a maxforce biliary catheter balloon and an encore inflation device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) on (B)(6) 2012. According to the complaint, when the procedure was completed, the physician attempted to deflate the balloon; however the inflation medium was unable to be removed with the encore device. Another syringe was attached to the balloon to remove the inflation medium; however this was unsuccessful. The device was removed with the scope; and once outside the patient the device was able to be removed from the scope. The procedure was completed with this maxforce balloon at this point. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-06144 addresses the maxforce balloon, while manufacturer report # 3005099803-2012-06297 addresses the encore inflation device. It was reported to boston scientific corporation on (B)(6) 2012 that a maxforce biliary catheter balloon and an encore inflation device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) on (B)(6) 2012. According to the complaint, when the procedure was completed, the physician attempted to deflate the balloon; however the inflation medium was unable to be removed with the encore device. Another syringe was attached to the balloon to remove the inflation medium; however this was unsuccessful. The device was removed with the scope; and once outside the patient the device was able to be removed from the scope. The procedure was completed with this maxforce balloon at this point. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual analysis of the unit components were visually examined for any damage or defect and a yellow stopcock was returned connected to the device. The complaint device was blocked with crystalized saline solution; so the device was soaked in warm water to dissolve the blockage. The complaint device was then functionally tested and it was noted that no pressure was able to be produced. The device was dismantled and it was found that the black o-ring behind the gauge was missing. The device could not be inflated due to the o-ring missing, therefore the complaint could not be confirmed. However, it is possible that the complaint device was able to inflate during the procedure but could not be deflated due to the o-ring missing. It is likely that the o-ring was not inserted during the manufacture procedure; therefore the most probable root cause is manufacturing. Further analysis and investigation are being conducted to correct the issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the reported event of deflation issues. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.